Event description:
It was reported that before a laparoscopic hysterectomy procedure, the obturator could not be set into the outer sleeve, because the obturator was bent before use in the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the obturator cannula bent. A potential cause of this damage is the application of an excessive force on the obturator over the sleeve assembly area that causes the obturator to become bent during transit. However, no conclusion could be reached as to what may caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.